Event description:
Additional information was received on (B)(6), 2012 when it was discovered that the patient underwent a revision surgery on (B)(6), 2012. Product return attempts are underway but the explanted product has not been received for product analysis to date.

Event description:
On (B)(6) 2013 product analysis was completed on the explanted generator. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. According to the internal diagnostics that the generator performed, high impedance was first observed on (B)(6) 2012 when the impedance value went from 6515 ohms to 8396 ohms.

Event description:
Additional information was received on (B)(6), 2013 when the explanted generator was returned for product analysis. Product analysis is still underway and has not yet been completed. Review of manufacturing records confirmed device met specifications prior to distribution.

Event description:
On (B)(6) 2012 it was reported that the vns patient has been referred for a revision surgery due to high impedance. Clinic notes from the patient's visit on (B)(6) 2012 were received. Clinic notes dated (B)(6) 2012 indicated that the patient has been seizure free since the lamictal dosage increase on (B)(6) 2012. Previously the patient had been averaging 1-2 seizures per week. The patient's settings were noted to be output current= 1.75 ma/ frequency= 30 hz/ pulse width= 500 usec/on time= 30 sec/off time= 1.8 min/magnet output current= 2 ma/ on time= 60 sec/ pulse width= 500 usec. A system diagnostic test was performed and passed with battery indicator = 100%, impedance value = 1873ohms, and ifi=no. Clinic notes dated (B)(6) 2012 stated that the patient continued to show a significant improvement in seizure control and only had 1-2 definite seizures per month with the most recent two having occurred on (B)(6) 2012. During these seizures, the patient has blank unresponsive staring with his eyes being "glazed over" and orolingual automatisms with chewing movements that last 3-4 minutes in duration. Previously the patient had been averaging 1-2 seizures per week. The patient was also reported to have been experiencing smaller events that the mother questions might be seizure related. During these spells, the patient has a sudden look of being anxious for a couple of seconds followed by heavy breathing without altered awareness. These are noted a couple of times per week. The patient's settings were noted to be output=1.75 ma/frequency=30 hertz/pulse width= 500 microseconds/on time=30 seconds/off time=1.8/ magnet output current= 2 ma/ on time= 60 sec/ pulse width= 500 usec. He has been tolerating stimulation without incident. A system diagnostic test was performed which indicated high impedance; impedance value=9067ohms and ifi=no. The physician stated that the patient has continued to have improved but incomplete control of seizures and his vns lead is fractured. On (B)(6) 2012 the physician reported that x-rays were taken but they will not be sent to the manufacturer for review. The physician also reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6), 2012 when it was reported that the hospital has the explanted generator but does not have the explanted lead to return to the manufacturer for product analysis. Although attempts were made for the return of the explanted product, they have not been received by the manufacturer for product analysis.

Manufacturer narrative:
Date of event; corrected data: additional information was received which changes the event date from what was initially reported.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the lead met specifications prior to distribution.